Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the small battery drive (sbd) device control unit was not functioning and was defective. It was also noted that the device failed pre-repair diagnostic tests for function of the attachment coupling, cannulation assessment, function of the battery case coupling, the off/oscillation/on switch mode function, oscillation angle assessment, switching function, the trigger and ecu (electric control unit) function, compatibility between colibri/sbd and colibri ll/sbd ii, the function with the electric power drive (epd)-console, and the power with test bench; (tick motor type). It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.